Event description:
It was reported that the patient's blood glucose level rose to 477 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error during operation. A new pod was placed and activated.

Manufacturer narrative:
Investigation of the returned pod found no damages or defects that would contribute to a communication error. The download data showed that the pod did not generate a hazard alarm during operation. The cause of the reported communication error during pod operation could not be determined. During the investigation, the exposed portion of the soft cannula was found to be torn. Fluid path testing found fluid to be leaking from the tear in the exposed portion of the soft cannula. The timing and cause of the damage to the soft cannula could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.